Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 424 mg/dl at night and then getting below 50 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose with insulin pump. Customer did not allege insulin pump was under delivering. Customer also stated that the insulin pump had audio loss issue. Customer perform an audio test, however no audio on anything less than volume 5. Customer kept insulin pump on audio and vibrate mode and adjusted volume to 1 and 5 and saved settings for different volume, however they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files.